Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was able to confirm the reported issue through the events log but unable to duplicate the reported issue during the functional check. Additional failure found-failed transducer pt800.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was experiencing a "circuit occlusion" alarm when in use on a patient. The customer advised there was no patient harm associated with this event. The customer tested the ventilator with general breathing circuits and a test lung. They found the alarm would be triggered occasionally. Additionally testing was performed and it was determined the main pcb needed to be replaced.